Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and uterine perforation ('perforation uterus') in an adult female patient who had essure (batch no. 969218) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal operation (for repair of a fractured nose) in 2011, augmentation mammoplasty in 1999, gravida ii, parity 2 and endometrial ablation. Previously administered products included for an unreported indication: nitrofurantoin. Past adverse reactions to the above products included rash with nitrofurantoin. Concurrent conditions included depression and heavy periods. Concomitant products included ethinylestradiol;levonorgestrel (triphasil) and fluoxetine hydrochloride (prozac). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), anxiety ("anxious"), depression ("depressed"), pelvic pain ("pain"), adnexa uteri pain ("both ovary pain") and nervousness ("I am nervous") and was found to have weight increased ("weight fluctuations/ weight gain"). The patient was treated with surgery (laparoscopy scheduled). At the time of the report, the device dislocation, uterine perforation, weight increased, dysmenorrhoea, anxiety, depression, pelvic pain, adnexa uteri pain and nervousness outcome was unknown. The reporter considered adnexa uteri pain, anxiety, depression, device dislocation, dysmenorrhoea, nervousness, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions and is likely that she will need to undergo surgical intervention. Discrepancy noted as essure insertion date : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: nervous. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received. New events added: perforation uterus. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 969218) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal operation (for repair of a fractured nose) in 2011, augmentation mammoplasty in 1999, gravida ii, parity 2 and endometrial ablation. Previously administered products included for an unreported indication: nitrofurantoin. Past adverse reactions to the above products included rash with nitrofurantoin. Concurrent conditions included depression and heavy periods. Concomitant products included ethinylestradiol;levonorgestrel (triphasil) and fluoxetine hydrochloride (prozac). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), anxiety ("anxious"), depression ("depressed"), pelvic pain ("pain"), adnexa uteri pain ("both ovary pain") and nervousness ("I am nervous") and was found to have weight increased ("weight fluctuations/ weight gain"). The patient was treated with surgery (laparoscopy scheduled). Essure treatment was not changed. At the time of the report, the device dislocation, weight increased, dysmenorrhoea, anxiety, depression, pelvic pain, adnexa uteri pain and nervousness outcome was unknown. The reporter considered adnexa uteri pain, anxiety, depression, device dislocation, dysmenorrhoea, nervousness, pelvic pain and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions and is likely that she will need to undergo surgical intervention. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: nervous. Most recent follow-up information incorporated above includes: on 22-nov-2019: social media was received. Events added from social media-nervous. Aka name were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in an adult female patient who had essure (batch no. 969218) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in 1999, nasal operation (for repair of a fractured nose) in 2011, gravida ii, parity 2 and endometrial ablation. Previously administered products included for an unreported indication: nitrofurantoin. Past adverse reactions to the above products included rash with nitrofurantoin. Concurrent conditions included depression and heavy periods. Concomitant products included ethinylestradiol;levonorgestrel (triphasil) and fluoxetine hydrochloride (prozac). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), anxiety ("anxious"), depression ("depressed"), pelvic pain ("pain") and adnexa uteri pain ("both ovary pain") and was found to have weight increased ("weight fluctuations/ weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, weight increased, dysmenorrhoea, anxiety, depression, pelvic pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, anxiety, depression, device dislocation, dysmenorrhoea, pelvic pain and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions and is likely that she will need to undergo surgical intervention. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 6-mar-2019: plaintiff fact sheet received. Events migration of essure device, pain, weight gain and both ovaries pain. Lot number and essure insertion date updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report